Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Doctor reported that one of his patients had an allergy to the needle used with this device. Reporter explained that there was no adverse health effects, but was inquiring what type of metal was used for the needle.